Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, intra-operatively in a laparoscopic procedure, the device oburator/trocar broke, also the gas inlet of the device cracked and the rubber part under the cover was leaving from its place in the case using a 5mm tool. They replaced the device to complete the case and resolve the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic bariatric procedure. The device obturator/trocar broke, also the gas inlet of the device cracked and the rubber part under the cover was leaving from its place in the case using a 5mm tool. The lens disengaged. They replaced the device to complete the case and resolve the issue.